Manufacturer narrative:
Product investigation summary: the driver is used in the 3.0mm cannulated screw system for insertion of screws, per technique guide. The device was received with the alignment tab on the distal end of the device broken off and not returned. Additionally, the area where the alignment tab should be has been processed over, possibly to reduce the sharpness of broken tip. It is likely that numerous years of consistent use and possibly rough handling during surgery or sterile processing led to the instrument breakage on the device. The relevant drawings for the instrument were reviewed. The design, materials, and finishing processes were found to be appropriate for the intended use of these devices. A device history review was performed for the returned instrument¿s lot number with no material record reports, non-conformance reports, or complaint-related issues identified with the lot number that would have contributed to the complaint condition. During the investigation, no product design issues or discrepancies were observed that may have contributed to the complaint condition. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
No patient involvement. Device is an instrument and is not implanted/explanted. The investigation could not be completed; no conclusion could be drawn, as no product was received. DHR review - manufacturing location: (B)(4) ¿ instruments. Manufacturing date: 5/11/2005. Part #: 03.010.045, lot#: 4927319 (non-sterile) - standard insertion handle. Lot was release to the warehouse on 5/11/2005. No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that some items were found to be malfunctioning during an equipment check. One (1) flexible shaft connector was found to be in pieces. One (1) cable cutter was broken. The tip of a hex key was found broken, and the tip of an insertion handle guide was worn. There was no patient involvement or surgical involvement. (B)(4).